Manufacturer narrative:
This report is submitted on august 29, 2023.

Event description:
Per the clinic, the patient experienced wound infection at incision site (date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). The implanted device remains.